Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
It was reported that "during xia3 surgery, the surgeon inserted the screws into the l2 and l3 for lscs. The surgeon used the screw distractor, and inserted oic-peek. Next, rod and cross connector were inserted. When the surgeon did the final tightening the screw of l2, he heard abnormal noise. Therefore the surgeon changed the screw to another size screw. When the surgeon checked removed screw, he found that the thread of the screw head was damaged."

Manufacturer narrative:
Method: device history review; functional inspection; complaint history review; risk assessment. Results: the customer event of tulip splay of a xia 3 titanium polyaxial screw was confirmed via visual and functional inspection. During functional inspection, it was found that a blocker fit loosely when threaded into the tulip. There was a large dent on the edge of the screw head, indicating maximal screw angulation during tightening. Cross threading of the blocker is a potential and likely cause of the tulip splaying but cannot be confirmed due to the absence of the blocker that was used during the surgery. Conclusion: the root cause of the tulip splay is likely cross threading of the blocker.

Event description:
It was reported that "during xia3 surgery, the surgeon inserted the screws into the l2 and l3 for lscs. The surgeon used the screw distractor, and inserted oic-peek. Next, rod and cross connector were inserted. When the surgeon did the final tightening the screw of l2, he heard abnormal noise. Therefore the surgeon changed the screw to another size screw. When the surgeon checked removed screw, he found that the thread of the screw head was damaged."